Event description:
The event is reported as: customer reported that they cannot connect pressure airway tubing to the bmd crossvent 3 transport ventilator. States too small. No pt injury reported.

Manufacturer narrative:
Eval - device history review showed no issues were found related to this complaint. Results: other - in the product IFU (info for use), it states the ventilators that can be used with the 1696 circuit. This circuit is not designed to be compatible with the ventilator reported in this complaint. Conclusions: the product 1696 is not designed to be compatible with the ventilator reported on the description of the customer complaint. After additional review of this complaint on 12/21/2009, the decision to file MDR was made.